Manufacturer narrative:
The returned device was evaluated and the download data from the returned device showed that a 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. Inspection of the phb data showed that the agc functioned as intended and was able to appropriately adapt to changes in egvs and user inputs.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 22 mg/dl while wearing the pod between 1 and 4 hours. The patient reports receiving a hazard alarm for an empty reservoir. The patient reports they had gone into a diabetic coma. In addition the patient reports having covid. Upon arrival of the paramedics the patients pod was removed and the patient was taken to the hospital. Once at the hospital the patient was treated with manual insulin injections. The patient consumed food and beverages. The patient was admitted to the intensive care unit (ICU). The patient was discharged from the hospital after 6 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.